Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the additional information to section b5. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 21october2020: the side tube or the sheath was not exposed to any sources of heat at any time during the procedure. The pinhole was not noted when the sheath was prepped. The sheaths were stored in the box they come in. This was the only sheath which had this damage. Additional information was received on 10november2020: it was reported that the doctor uses a power injector 2/3rds of the time during a procedure. There was a good chance it was used. The dilator was not in when contrast media was put in. There were no issues noted on the sheath while it was flushed. The sheath was placed in the patient. The side port did become kinked prior to the groin angiogram. When the groin angiogram was taken, the hole was noticed. Not sure how or when the side port became kinked.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to report that this reported event has been reassessed and was deemed not reportable based of the investigation of the actual sample.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the ik device had a hole on the side tube of the sheath. Once contrast was injected, it shot out of the hole. The sheath was the replaced. The estimated blood loss was less than 250cc's. The patient was in stable condition. The procedure outcome was successful. There was no patient injury, medical/surgical intervention required. Additional information was received on 11september2020: the case was left heart catheterization (lch).